Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) -2018 device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: a review of the black box showed no unexplained power issues. The recorded power on reset events on the date of the complaint were due to the user clearing the call service 078 motor alarms. No damage was found to the returned battery cap or the battery compartment. No corrosion was observed in the battery compartment. The returned battery cap fully tightened to the pump with no visible yellow o-ring. The pump booted u[ to the verify screen with auditory and vibratory features. The pump was exercised for 12 hours using the returned battery cap. No power on reset events were duplicated. The pump cover was removed and internal moisture was found on the motor connector and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.